Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate therapy due to oversensing. A micro dislodgement was noted via x-ray. The lead was explanted and replaced when repositioning was not successful. The procedure went well. Patient was discharged the next day.